Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator went vent inop while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.